Manufacturer narrative:
Following hpc test results outside of cardioquip specifications, cardioquip recommended that the device receive an internal water pathway replacement. In order to remediate the devices bacterial contamination, the customer sent the device to cardioquip for repair. The device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.

Event description:
Device was tested for potential bacterial contamination. Hpc results were outside of cardioquip specifications at 104,000 cfu/ml.